Event description:
Patient representative reported bilateral encapsulation on the left side. The device has been explanted. Physician later reports capcular contracture, baker grade lll.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Correction to mw 2729846: aware date for the parent record should be 7/feb/2023.

Event description:
Patient representative reported bilateral encapsulation on the left side. The device has been explanted. Physician later reports capsular contracture, baker grade lll.